Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) preliminary testing revealed no atrial pacing output when device was programmed ddd 60 bpm bipolar mode. Testing on the automated functional testers revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump data revealed the device lead impedance measured open on july 8, 2009. Analysis of the memory dump was inconclusive if there were wire bond lifts at the time of explant.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. We are conducting follow-up to determine why the device was replaced. No patient complications have been reported as a result of this event.